Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported surgery took place on 25 sept 2025 where the ipg was replaced. There were no complications, and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.